Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
Coiling treatment of a right ica aneurysm. It was reported during placement of this coil; the loop from the previous implanted coil came out and protruded into the parent artery. No pt injury reported. However, the pt was placed on antiplatelet therapy and a stent was used to prevent the coil loop from protruding into the parent artery.